Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material inside the light guide lens, but the type of the material cannot be identified. Since the adhesion location of foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. It is likely the light guide lens glue peeled off due to physical stress by hitting/dropping the distal end or due to chemical stress by chemical solutions. Subsequently, humidity invaded the light guide lens and caused corrosion. The event can be detected by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the inside of the light guide lens had a stain. There were no reports of patient involvement.